Manufacturer narrative:
(B)(4). The insulin pump was received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Unit received with blank display due to battery tube was shifted down.

Event description:
The customer reported via phone call that the insulin pump had crack on the back of the battery compartment. Customer¿s blood glucose level was unknown. Customer reported that there was no physical damage to the insulin pump's reservoir lip ring. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.